Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported that she had developed a blood glucose (bg) level of over 500 mg/dl with symptoms of severe abdominal pain and chest tightness on (B)(6) 2011. On (B)(6) 2011, at 10:44 pm, the patient admitted that she had gotten an occlusion alarm but did not change her site or set. The patient called 911 and went to a hospital. She was reportedly placed on an insulin drip and pump therapy was resumed the next day on (B)(6) 2011. At an unspecified time that same day, the patient claimed that her bg level went up to "495 mg/dl" and she had chest tightness. The patient denied observing any issues with her infusion set, site, or cartridge(s). The patient was advised on changing the site/set after obtaining an occlusion alarm. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed an elevated bg level that meets animas' criteria for a serious injury. However, the patient's injury can be attributed to possible use error since she did not properly change her site/set after obtaining an occlusion alarm. The reported occlusion alarm issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.

Manufacturer narrative:
(B)(4). The device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following finding: no insulin delivery defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals appear inconsistent due to time and date issue. No data in black box or download histories from time of the reported high blood glucoses due to continued use. Unrelated to this complaint, the pump powered to the default time and date after the battery was removed, and the internal battery was found to be leaking.